Event description:
It was reported that this right atrial (ra) lead exhibited impedance issues. This ra lead was surgically explanted and replaced with different model. In addition, the patient developed bleeding and cardiac tamponade after laser was removed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance issues. This ra lead was surgically explanted and replaced with different model. In addition, the patient developed bleeding after laser was removed. Additional information provided ra pacing impedance measurements were high out of range. This ra lead has not been returned at this time. No additional adverse patient effects were reported.